Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had issues with calibration and had high blood glucose for two to three days. Customer's blood glucose was 250 mg/dl to 500 mg/dl and went to the hospital. Customer was advised by diabetic care manager to change site, which resolved the high blood glucose issue. Customer reported that high blood glucose was not caused by insulin pump but due to being on medication for a cold and sensors.